Event description:
Device malfunction: clip remained in the distal end of the clip delivery tube. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after an interventional procedure. Reportedly, after following the step by step instructions for use, the clip did not deploy, but remained in the distal end of the clip delivery tube. Manual compression was applied to achieve hemostasis. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not product any findings relevant to this report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.